Manufacturer narrative:
Unit passed displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. After battery installation, the screen brightness is such that the user is able to navigate the menus. No dim displays were noted during testing.

Event description:
The customer reported via phone call that the screen on his pump being so dim and customer was not able to read the screen. The customer blood glucose level was 134 mg/dl at the time of incident. The customer stated that the failed battery alarm and hardware low level failure alarm triggered during self test. The customer was able to clear the alarm and rewind the insulin pump. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.